Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. Customer's wife reported a low blood glucose of 27 mg/dl. The wife also stated her husband fell due to his low blood glucose. Customer's low blood glucose was treated with food. The wife also believed the safety recall on the scroll wrap feature applied to the customer's insulin pump. Customer was unable to troubleshoot at the time of the call. No additional information provided.